Manufacturer narrative:
Evaluation summary: inspection of the device revealed depleted batteries. The batteires were replaced. The batteries had 7 depletions and they were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.

Event description:
The facility reported an infusion pump with depleted batteires. The event was reported to have occurred during bio-med testing. The hosp rep stated they have no record of any pt injury or medical intervention. No add'l contact info was available.